Manufacturer narrative:
Additional information: in initial report, the manufacturer year was provided, however, the month at the time of filing was unknown. The month of manufacturer date is october. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). Manufacturer year 2016. The surgery center is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a rupture capsule occurred on the operative eye resulting in a vitrectomy procedure when using the opo73 tubing pack model and signature pro phacofragmentation unit. A description from the surgery center indicated during the cataract procedure, the behavior of the vacuum was unstable, and the posterior capsule tended to rise upward, thus, the capsule ruptured requiring a vitrectomy. The surgery center indicated the vacuum was unstable in both venturi and peristaltic modes. The planned one-piece intraocular lens(iol) was not used and a three-piece iol was used instead. The tubing was discarded. This report is for the phacofragmentation unit. A separate report will be submitted for the tubing pack model opo73.